Event description:
It was reported that bd¿ blunt plastic cannula had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no.: 303345; batch no.: 9206192, 9162554. It was reported that the paper label on the blisterpack is different from previous lots.

Manufacturer narrative:
Investigation: two photos were provided. They are showing the top web with the graphics. One has the previous graphics (marked with a handwritten text as retain) and the other one has the new graphics with the UDI 2.0. Both are according to the products specifications effective at the time they were manufactured. Failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9206192. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-25. Medical device lot #: 9162554. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-06-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt plastic cannula had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no.: 303345 batch no.: 9206192, 9162554. It was reported that the paper label on the blisterpack is different from previous lots.